Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular leg pain following the procedure. The surgeon determined that the most cranial positioned implant was impinging on the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter ifuse implant using the explant hole. The patient is doing fine following the revision procedure.